Manufacturer narrative:
Serial numbers: (B)(4). For 3 of the 3 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. To resolve the 3 reported events, the flow sensors were replaced.

Event description:
This report summarizes <noe> 3 <noe> malfunction events. A review of the events indicated that model 1011-9000-000 anesthesia gas machine experienced flow sensor diaphragm stuck in the open position. These reports were received from various sources. Of the 3 events, 3 did not involve a patient.